Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The patient effects of vascular dissection, hemorrhage are listed in the electronic proglide instructions for use (eifu), as potential adverse events of use of the device. Based on the information reported through the research article, a conclusive cause for the reported failure to achieve hemostasis could not be determined. Additionally, a definitive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. The reported surgical intervention and unexpected medical intervention were likely related to case circumstances. Factors that may contribute to the performance outcomes listed in the article include, but are not limited to, device to patient interaction, patient anatomical conditions, device to user interaction and manufacturing or material issues. Due to the limited information available, the exact root cause cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.na.

Manufacturer narrative:
Date of event: estimated date of event. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Literature: "pledget-assisted hemostasis to fix residual access-site bleedings after double pre-closure technique."

Event description:
This event is from a literature review of the use of pre-closure suture-based devices and represents a widely used access-site hemostasis technique in percutaneous transfemoral transcatheter-aortic-valve replacement (tf-tavr). A ¿pledget-assisted hemostasis¿ technique was used to manage residual access-site bleeding. This technique consists of the insertion of a surgical, non-absorbable, polytetrafluoroethylene pledget over the parallel-placed sutures of the two proglide. The proglide¿s knot-pushers are used to push down the pledget and the hand-made slipknot to seal the femoral artery leak. Complication of the proglide devices were major and minor blood loss, minor vascular complications and non-occlusive dissection requiring a transfusion, manual compression, use of a balloon and surgery. The study proposed a novel strategy to guarantee post tf-tavr access site hemostasis using the proglide sutures to deliver a surgical pledget in order to seal residual leak. The ¿pledget assisted hemostasis¿ might be considered as a possible bailout technique to treat patients with residual access site bleeding. Article: pledget-assisted hemostasis to fix residual access-site bleedings after double pre-closure technique.